Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep stated they were with the patient and attempting to charge implantable neurostimulator (ins) but receiving "reposition antenna" screen. Rep had also attempted to interrogate ins with tablet but it never located the ins and just displayed "searching" screen. Rep mentioned it has been "a while" since patient last charged. Tech services (ts) had rep access recharging stats on recharger which showed last charge session was (B)(6) 2024. Ts reviewed that ins is likely overdischarged at this point and assisted rep with successfully initiating physician recharge mode. The issue was not resolved through troubleshooting. Ts reviewed steps for bringing ins out of overdischarge. Rep called back to report first physician recharge mode was almost finished but they hadn't seen normal recharging screen yet. Ts reviewed how prm works and that until they see the power on reset and normal charging screen, the ins is still too depleted to do anything with it. Ts reviewed next steps if first prm isn't successful. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep confirmed they were able to reset the system and charge the ins.